Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the therapy was not working very good at all. Patient stated the therapy did help a little at first but as they increased different things it got worse. Patient said they went back to the doctor and they set it up again and a manufacturer representative (rep) called and set it back up again but it was still not working. Agent asked patient when the last time they made an adjustment was and patient said last wednesday of last week. The patient was redirected to their healthcare provider to further address the issue. The patient reported that their baseline symptoms returned / lost therapy benefit symptoms reported: unspecified urinary symptoms additional information was received from the patient. They reported that (B)(6) 2025, they stated they had the device implanted and ¿it seemed to make symptoms worse (frequency, leakage, incomplete emptying. The device has not been removed. The patient declined a new/list of providers stating they will self-schedule.